Event description:
Reporting status: serious injury - surgical intervention. Reporting rationale: guide wire separation requiring surgical intervention. Device issue: guide wire separation. It was reported that during a pci procedure, it was observed that the guide wire was separated in two pieces, inside the patient. The distal part remained in the patient after the procedure, and could not be removed; therefore, the patient was sent for an emergency operation, for removal of the separated portion. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast on the intermediate and tip coils. The core was intact and remained tacked to the shaping ribbon. The shaping ribbon had separated 2.1 cm distal to the center solder. The separated shaping ribbon was in a corkscrew shape for a length of 1 mm proximal to the separation. The entire length of the tip coils were stretched out and the tip coils had separated 3 mm distal to the center solder. The separated tip of the guide wire was not returned. There was no other damage noted to the guide wire. The product was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.